Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to experiencing syncope or near syncope. A remote transmission was generated and reviewed by qualified personnel and it noted that the implantable cardioverter defibrillator (ICD) delivered therapy which was possibly due to atrial tachycardia at/atrial fibrillation (af) followed by rapid ventricular response (rvr) which would have made it inappropriate. It was additionally noted that the right ventricular (rv) lead exhibited slightly diminished sensing. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.